Event description:
It was reported that this patient with pacemaker experienced a near syncopal episode. Technical services (ts) reviewed and found stored episodes of atrial channel oversensing of ventricular signals. This resulted in inappropriate atrial tachy response (atr) episodes. The presenting electrogram (egm) showed this pacemaker was operating as programmed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this patient with pacemaker experienced a near syncopal episode. Technical services (ts) reviewed and found stored episodes of atrial channel oversensing of ventricular signals. This resulted in inappropriate atrial tachy response (atr) episodes. The presenting electrogram (egm) showed this pacemaker was operating as programmed. This pacemaker remains in service. No adverse patient effects were reported. Additional information was requested from the field. It was unknown if the oversensing was resolved. No adverse patient effects were reported.